Event description:
Literature was reviewed regarding a patient who underwent transcatheter aortic valve implantation with a medtronic 34 mm evolut pro+ valve at an outside facility (identified as patient 2 in the article). Following valve deployment, significant paravalvular leak was noted and was treated with a balloon aortic valvuloplasty. However, this action led to occlusion of the left main coronary artery and cardiogenic shock. Percutaneous coronary intervention was deemed to be ¿technically non-feasible¿ as the interventional team was unable to cross the cells of the evolut pro+ valve frame to access the left main artery. Instead, emergent coronary bypass with a saphenous venous graft to the left anterior descending artery was performed via sternotomy as the patient was described to be in a state of acute hemodynamic decompensation. The patient was also started on femoral veno-arterial extracorporeal membrane oxygenation (ECMO). Over the following two weeks, the patient was unable to wean off ECMO support with a persistent ejection fraction of 20% and was transferred to the authors facility. On day 20 of ECMO support, the patient was taken to the operating room for implant of a non-medtronic impella 5.5 heart pump to assist with weaning from ECMO. The authors stated that the patient was supported with the impella heart pump for five days and left ventricular function recovered with resolution of pulmonary oedema. The impella was then successfully removed, and the patient was discharged back to the outside facility. No further information pertaining to medtronic products was noted.

Manufacturer narrative:
Citation: harada r, george tj, schaffer j, kabra n, rawitscher d, afzal a. Case report: management of refractory cardiogenic shock with impella 5.5 in patients with transcatheter aortic valves. Eur heart j case rep. 2023;7(8):ytad381. Published 2023 aug 11. Doi:10.1093/ehjcr/ytad381 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.